Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was trying to fill reservoir, but the arctic sun device was not taking water. Confirmed pads not connected to fdl. They do not hear the pump engage and no water was moving, though the screen reads "filling reservoir." Confirmed reservoir was low vs empty and tried to start therapy. Stated they were unable to get any flow when tried before. Guided them through connecting pads properly and trying to restart therapy: system hours 2891, pump hours 2440, inlet pressure (ip) was -12.9psi, circulation pump command (cpc) was 0 percent, flow rate (fr) was 0lpm. They were sending this device to biomed and requesting a new one. They will call back if they have any further issues. Per follow up information received via phone on 14may2026, transferred to the biomed. Spoke with biomed who denied having this device. Requested a ticket number provided from a nurse.